Event description:
The customer reported that the generator was used during a procedure to coagulate an artery. The next day the pt required a second surgery to repair an internal hemorrhage from the same location where the first hemostasis had occurred. The surgeon stopped the bleeding using clips. Add'l questions have been asked to the site contact regarding the incident and pt status.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the unit is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.